Manufacturer narrative:
No product was returned. The investigation could not determine the root cause. No evidence of product contribution was identified. The investigation did not identify a need for corrective action. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address disassociation of insert from tibial tray.